Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), h3: analysis of the 37751 recharger (rtm) (s/n#: (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that when they went to charge their implant (ins) last night, they plugged in their recharger and it did nothing. Pt said that nothing came up on the recharger screen and it was completely blank. Pt said they tried unplugging the recharger and plugging it in again, but that did not resolve the issue. Pt said that the recharger had been performing fine until then. Pt mentioned that they could not turn the stimulation on or off with the recharger. Pt confirmed that the green light came on the desktop charger (dtc). Pt also confirmed that the dtc cord and metal connector did not have any apparent damage. Pt then stated that it looked mashed up, and they saw gray plastic sticking up with wedges on it, and they said they could see some metal prongs down in it; it was understood that there may be some damage to the dtc however the pt then stated that the dtc cord looked fine. Pt then stated that they were able to connect the dtc to the recharger however the recharger still would not power on. The pt was then guided through resetting the recharger. Once pt reset the recharger, recharger powered on briefly and the pt could see the screen saying they needed to recharge their ins. Pt then reconnected the dtc to the recharger and stated the screen was blank again. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Additional information was received from the patient. Pt called back and confirmed receiving new recharger. Pt plugged in new recharger to desktop charger (dtc) today and noticed the recharger was still not recharging. Pt inspected dtc cord and connector pin for damage, but did not detect any damage. Pt said green light was on relay box on ac power supply. A replacementdtc was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID (B)(4) serial# (B)(6) product type recharger h3. Analysis was performed on [product ID: (B)(4), serial/lot #: (B)(6) analysis found that the cable assembly connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.